Event description:
It was reported that after a da vinci-assisted inguinal hernia surgical procedure, the patient developed entrapment of an inguinal nerve and experienced chronic pain, resulting in a subsequent procedure. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.